Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
Two shutdowns occurred during the case. The first shutdown occurred when the field service engineer (fse) was trying to pull the CT from pacs onto the rosa for registration. When the fse opened iqview, the software froze and cst received the message that "rosanna.exe stopped working." After rebooting, the fse was able to pull images from pacs without any issues. No patient impact, before first incision, no delay to case. The second shutdown occurred during frame-based registration. The surgeon was moving the pointer to the different points on the calibration plates when a vigilance device error was reported by the robot, immediately followed by a communication failure. Fse rebooted the software and the registration had to be restarted. No patient impact, before first incision, delay to case 15 mins.

Manufacturer narrative:
It was reported that two device shutdowns occurred during the case. The technical investigation confirmed that a first crash occurred after that the system failed to delete a file from the temporary pacs folder. There is no more evidence to determine the cause for the crash. Additionally, a shutdown occurred due to a vigilance device failure which provoked an inconsistence in the cooperative mode thread. The vigilance device failure is due to that the user did not press the pedal properly when starting a cooperative movement.

Event description:
Two shutdowns occurred during the case. The first shutdown occurred when the field service engineer (fse) was trying to pull the CT from pacs onto the rosa for registration. When the fse opened iqview, the software froze and cst received the message that 'rosanna.exe stopped working.' After rebooting, the fse was able to pull images from pacs without any issues. No patient impact, before first incision, no delay to case. The second shutdown occurred during frame-based registration. The surgeon was moving the pointer to the different points on the calibration plates when a vigilance device error was reported by the robot, immediately followed by a communication failure. Fse rebooted the software and the registration had to be restarted. No patient impact, before first incision, delay to case 15 mins.